Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(4) ¿ accu-chek aviva strips - system 1 ¿ lot # unknown; (B)(4) ¿ accu-chek aviva strips - system 2 ¿ lot # 496322.

Event description:
Customer reportedly received the following results on the aviva meter, with two different vials of test strips with different lot numbers on the same meter within 10 minutes: 1.5 mmol/l from the first vial of test strips (system 1) and 12.0 mmol/l from the second vial of test strips (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.